Manufacturer narrative:
(B)(4).a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device would not turn on. Per service report, this complaint can be confirmed. It was found during evaluation that the psu assembly was defective and the mains inlet socket was broken. The psu assembly and broken mains inlet socket were replaced to resolve the issues. Software upgrade was also carried out. After repair, the device was found to be working according to the specifications. When the power supply unit and mains inlet socket are defective, the device would not work as expected, therefore are the root causes of the reported problem. With the available information, we cannot determine how they became defective/broken. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that prior to a shoulder arthroscopy, while at the account looking to update the software on vapr vue generator found that the generator that would not turn on. Tried several power-cable and different outlets but generator would not turn on. The account would like a replacement generator. For the case, they used a different generator. This problem was noticed prior to the case. There was no adverse event to the patient or surgical delay in the surgery.